Event description:
Same case as: 2134265-2013-09255. It was reported that a guide wire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected to treat the target lesion. During platform testing outside of the patient, it was noted that the guide wire was fractured proximal to the guide catheter. The rotalink and the rotawire were exchanged for another of the same of each device to complete the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The visual and tactile inspection was performed. The guidewire returned separated in two sections. Moreover, the part#2 (distal section) presented the body kinked at 137.8 cm approx. From the distal end. The previous measurements were taken with ruler. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis (mtac lab). The mtac lab returned the following results: failure on both samples occurred in a wire region presenting rotational wear by an external component (containing copper and zinc). Failure on section a occurred due to torsion overload. Failure on section b occurred due to tension overload with evidence of mechanical cut marks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2013-09255. It was reported that a guide wire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected to treat the target lesion. During platform testing outside of the patient, it was noted that the guide wire was fractured proximal to the guide catheter. The rotalink and the rotawire were exchanged for another of the same of each device to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2013-09255. It was reported that a guide wire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected to treat the target lesion. During platform testing outside of the patient, it was noted that the guide wire was fractured proximal to the guide catheter. The rotalink and the rotawire were exchanged for another of the same of each device to complete the procedure. No patient complications were reported and the patient's status is fine.